Event description:
An altitude alarm was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer, who was on a cruise and could not immediately receive a replacement pump, managed to load a cartridge and resume insulin delivery. Additionally, tandem technical support planned to replace the pump once the customer was able to receive it, and the customer had backup therapy available if needed.